Event description:
The customer reported to beckman coulter inc. That false low sodium (na) results were generated by the unicel dxc 800 synchron system for 2 patient samples. The results were reported out of the laboratory and questioned by the attending physician. The samples were retested and amended results issued. Quality controls were low prior to the event but within the laboratory's established ranges. There are no reports of any changes to the patients' care or treatment. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found a loose and potentially obstructed sample probe. The fse also found the electrolyte injector cup valve was not properly functioning causing sluggish drainage. The fse removed and replaced the probe and valve. A specific failure mode was not identified. The instrument conformed to the manufacturer's published performance specifications.